Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day post implant they experienced diaphragmatic stimulation when lying down. Information from the clinic indicates reprogramming was done due to stimulation from the left ventricular (lv) lead. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.